Manufacturer narrative:
Concomitant medical products: product ID: addrl1 ipg ,implanted: (B)(6)2017.

Event description:
It was reported that a device check indicated undersensing in both the atrial and ventricular channels. A review of the electrograms indicated that the undersensing was most likely due to the programmed device mode and possible loss of telemetry. It was further reported that, far field r-wave (ffrw) oversensing was noted on the atrial lead. Reprogramming was done and the device and atrial lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.